Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro that a patient had a surgical lead replacement surgery. Baseline, intra-operative and post-operative neuromonitoring did not show any abnormalities. Approximately 4 hours after surgery, patient exhibited motor deficit so the patient was brought back into the operating room and the system was explanted. The physician indicated that a blood clot was found under the surgical lead placement area. Stimulation was never turned on at any point during or after the surgery. Follow up report show that the patient has recovered without any sequelae.